Event description:
It was reported that the patient underwent an l5-s1 fusion using rhbmp-2/acs, an interbody device, and posterior fixation. An unknown time post-op, the patient experienced abnormal bone formation posterior to the interbody cage, resulting in right l5 nerve root compression and associated leg pain. A 378 days post-op, the patient underwent a revision surgery to decompress the ectopic bone. The rods were removed, the ectopic bone was burred off, and the rods were replaced.

Manufacturer narrative:
(B)(4): this part is not approved for use in the united states; however a like device catalog # 7510400, PMA # p000058 was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.